Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon unpacking, the stent was found ruptured at the proximal end and replaced with a new one.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned, and further investigation was not conclusive. Though a specific cause cannot be determined, a potential root cause for this event could be, "inappropriate package design". The lot number provided is invalid for the reported device; therefore, a DHR review cannot be performed. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that upon unpacking, the stent was found ruptured at the proximal end and replaced with a new one.